Manufacturer narrative:
Concomitant medical products: 7022-65, lead, implanted: (B)(6) 2008; 1258t, lead, implanted: (B)(6) 2012. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead exhibited intermittent undersensing during some atrial tachycardia/atrial fibrillation (at/af) episode. There was also a diminished p wave. The lead remains in use. No patient complications have been reported as a result of this event.